Event description:
A malfunction alarm with code malf 12 was reported, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer support provided guidance on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which the customer acknowledged and understood.